Manufacturer narrative:
Product analysis of the implantable neurostimulator serial (B)(4) found no significant anomalies/battery not in new condition. Analysis of the extensions serial (B)(4) and (B)(4) found no significant anomalies/extension body cut through/product segmented fdc no longer applies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant product(s): product ID: 37602, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. It was noted that the patient had 2 implantable neurostimulators (ins) present during the event. See manufacturer¿s report #30042091 78-2018-01533 for the concomitant ins information. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp) via the manufacturer¿s representative regarding a patient with an implantable neurostimulator (ins) for movement disorders. It was reported that there was an open circuit seen on contact 2 and all bipolar combinations with contact 2 during an impedance check of the ins on the left side. The device was also interrogated with the clinician programmer. As a patient factor for the issue, the patient, per the physician, has had several falls which were unrelated to the ins therapy. No further actions/interventions for this issue had occurred as contact 3 was the therapeutic contact for the patient but a surgical intervention was planned for (B)(6) 2018 (ins replacement) where the surgeon may or may not replace the extension depending on the source of the open circuits. In addition, it was reported that the patient reported a shocking sensation at the right ins pocket. There was also an open circuit seen involving contact 1 (on monopolar and bipolar combinations). It was noted when the patient or physician placed their hand over the ins pocket during the impedance check, the impedances read within normal range. As a patient factor for the issue, it was again reported the patient had several falls unrelated to the therapy. A surgical intervention was planned for (B)(6) 2018 where the ins was to be replaced for battery depletion. During the replacement procedure, the surgeon will explore the open circuit issue with a possible replacement of the extension. Also the ins-extension connection could be loose which may be the source of the open circuit. The issue was reported as not resolved at the time of report.

Manufacturer narrative:
Concomitant medical products: the main component of the system and other applicable components are: product ID: 748251, serial#: (B)(4), implanted: 2004 (B)(6), explanted: 2018 (B)(6), product type: extension. Product ID: 748251, serial#: (B)(6), implanted: 2004-(B)(6), explanted: 2018 (B)(6), product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the manufacturer¿s representative reported that the cause of the open circuits and the shocking at the pocket site was not determined. It was reiterated that the physician suspected the falls the patent had (which were unrelated to the ins/therapy) may be the cause but the physician had no way on knowing. It was reported the both inss were replaced due to normal battery depletion. Actions to resolve the issue was that the physician replaced both extensions which were then connected to the new bilateral inss. The impedances were now in normal range and the issues were resolved. There were no further complications reported or anticipated.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is complete if information is provided in the future, a supplemental report will be issued.